Manufacturer narrative:
There was no user or patient injury with this event.an evaluation was done by a dealer service technician on-site at the doctor's office. The technician observed that the tubehead was not installed properly. The e-clip was in place but the cover was not. The unit has been repaired.

Event description:
The tubehead fell from the yoke and was hanging by the wires.